Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had pulled back and was "no longer attached." No capture and undersensing were also noted. The lead was revised and remains in use. No patient complications have been reported as a result of this event.